Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. The reported patient effect of foreign body in patient listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the available information, a definite cause for the reported single leaflet device attachment/slda cannot be determined. The reported foreign body in patient was due to procedural circumstances as the clip was reported to still be attached to the chordae but not to the posterior leaflet. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with a grade of 3. The first clip was implanted successfully; however, the clip detached from the posterior leaflet, only remaining attached to the chordae and the anterior leaflet (slda). An additional clip was implanted to stabilize the slda clip and mr was reduced to 1. There was no adverse patient effect or a clinically significant delay during the procedure. No additional information was provided.